Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. The set was changed three times. The customer would bolus and the bolus would go through, but then the insulin pump would alarm no delivery afterwards. The call dropped and no further details could be gotten. No products were returned or replaced.